Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer had failed and an error message stating device not detected on bus was displayed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no failures were noted. A field service engineer remotely accessed the station and confirmed that no drawers were in a failed state at the time of review. There was no active drawer failures observed. The pharmacy had recovered the previously failed drawers. The system functioned as intended when the field service engineer investigated the device.